Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ingredient was leaking into the fluid path during use of an em2400 main compounder module. The event occurred during fluid delivery in the pharmacy. There was no patient involvement or operator injury. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection revealed unknown fluids on the unit. Functional testing revealed valve movement errors with the valve not opening properly. The movement error could lead to a valve closing issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was due to contamination of the linear rotating valve (lrv) assembly that may have not been properly cleaned. The lrv buttons and top plate with all associated components will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.